Manufacturer narrative:
A photo was provided by the customer that confirms there was a tear in the sheet. The mother indicated the safety sheet damage occurred as a result of her son trying to unzip the sheet. The child may have ripped the sheet while attempting to unzip the locked zippers according to statements made by the mother. The product was not returned for evaluation and was not requested to be returned as the large rip by the child removed the ability to determine further information. Customer support made multiple attempts to gather additional information relevant to the event and the investigation and was unable to obtain additional details for the investigation. All inspections were performed successfully and there were no nonconformances documented in the manufacturing records. Sensory medical sent replacement safety sheets to the customer. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
The mother reported that the sheet was zipped completely around the bed as intended. However, the sheet tore and became wrapped around her child's neck. She was able to quickly remove it and free him. The child was entangled for a brief period while the mother unzipped the end of the bed to assist him. The mother did not indicate there was injury as a result of the event. Multiple attempts were made to get additional information.